Manufacturer narrative:
Section d4: model #: unknown/not provided. Section d4: catalog #: unknown/not provided. Section d4: lot#: unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: a complete UDI # is unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported multiple "possible fluid loss" system warnings during laser fragmentation followed by loss of vacuum; surgeon aborted the procedure. Physician completed cataract removal and intraocular lens (iol) implantation in the operating room without complications or need for further procedures. No further information provided.